Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per customer. The customer complaint of the set leaking between primary set and catheter hub could not be confirmed because the product was not returned for failure investigation.

Event description:
The customer reported that they have been having problems with leaking at the connection between the catheter hub and the primary tubing set. No pt harm or medical intervention was reported. Although requested, no further pt/event info was provided.